Event description:
It was stated that insulin leaked past the reservoir o-rings into the reservoir compartment. It was also stated that the customer experienced high blood glucose. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned or analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.